Event description:
Malfunction of electrocautery pencil during carotid endarterectomy. Device appeared to be at high power even when turned off. Produced near transection of sternocleidomastoid muscle and laceration of internal jugular vein. Surgical repair performed and pt discharged without complications.